Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject single chamber pacemaker was reportedly programmed in vvi. During the follow-up performed on (B)(6) 2016, an error message was reportedly displayed in the summary screen, stating that atrial lead measurements could not be performed due to an error. Preliminary analysis did not show any trace of the reported behavior.

Event description:
The subject single chamber pacemaker was reportedly programmed in vvi. During the follow-up performed on (B)(6) 2016, an error message was reportedly displayed in the summary screen, stating that atrial lead measurements could not be performed due to an error. Preliminary analysis did not show any trace of the reported behavior.